Event description:
The manufacturer received information alleging an issue related to a CPAP/bipap device's sound abatement foam. Patient alleged having eye irritation, her eye feeling like glued shut and takes a little while to get her eyes open. The device was returned but not yet evaluated. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer does confirm the reported event (black particles blowing out from the device). The manufacturer visually inspected the external part of the device and observed dust or dirt contamination on the outer surfaces, cracks, and crevices. The manufacturer located a light amount of beige and dark dust or dirt contaminant in and around the air inlet area, in the air inlet canal, sd card area, around the modem area and the outlet port. The manufacturer visually inspected the device internally and located a light grey film of contamination on the inside upper surface enclosure. A light grey film was located on the inside surface of the ui panel. Outer blower box and chimney had very little beige dust or dirt contamination. The manufacturer located a dark discoloration in the bottom on the blower box. The manufacturer located a small amount of dark contaminant around where the blower outlet seal would sit on the blower box. This contaminant is consistent with potential keratin. The manufacturer did find evidence of sound abatement foam degradation which was observed in the base unit. The manufacturer can confirm sound abatement foam degradation, but it is unable to determine if it is the cause of the patient¿s eye irritation. The device's event logs were downloaded and reviewed. The manufacturer found to contain no error code. The manufacturer concludes there was evidence of sound abatement foam degradation and contaminants throughout the device which were sourced from external environmental conditions.